Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received one the reported device for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its external threads. The implant had signs of removal damage. There was no damage that would have contributed to the event. Measurements match drawing. DHR review was completed for subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events, and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error and/or patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, when placing the implant at tooth site #19, the doctor noticed that the implant progressed quickly through the sub crestal bone. Cone beam imaging confirmed that the implant had entered the ia canal. The oral surgeon opted to remove the implant to prevent the possibility of damaging the nerve in the ia canal before any damage could be done. Multiple attempts were made to retrieve the implant. The implant was ultimately removed.